Manufacturer narrative:
Updated fields: b4, b5, b6,b7, d10, e1 (initial reporter, event site email), e3, g1 (contact person ¿ mfg site), g3, g6, h2, h6 (type of investigation, health effect ¿ impact codes, investigation findings, investigation conclusions), h11. A getinge field service engineer (fse) was dispatched to evaluate the iabp unit and the fse observed and found same. Checked balloon, cross checked safety disc but empty sensor is in off condition. Adjusted full sensor. All functional tests perform successfully. Machine handed to the customer in working condition.

Event description:
It was reported by customer that, during routine check, the cs100 intra-aortic balloon pump had an autofill error. No harm or injury was reported as there was no patient involved.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation. Due to character limitation in e1 for event site name, the event site full name is (B)(6),

Event description:
The customer reported that the cs100 intra-aortic balloon pump had an autofill error. No harm or injury was reported.